Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ("inflammation in fallopian tubes"), genital haemorrhage ("excessive bleeding") and internal haemorrhage ("internal bleeding") in a 36-year-old female patient who had essure (batch no. A96185) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "she did not use birth control at any time following your essure placement procedure". The patient's past medical history included multigravida, parity 4, abortion, herpes simplex type ii and human papilloma virus infection. Previously administered products included for an unreported indication: tri cyclen and nuvaring. Past adverse reactions to the above products included menstrual disorder with nuvaring. Concurrent conditions included cervical dysplasia and menorrhagia. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), internal haemorrhage (seriousness criterion medically significant), headache ("severe persistent headaches"), visual impairment ("decreased vision/ poor vision"), peripheral swelling ("swelling in legs and feet"), alopecia ("hair loss") and paraesthesia ("tingling in hands and arms"). In (B)(6) 2014, the patient experienced arthralgia ("knee and ankle pain"). In (B)(6) 2016, the patient experienced back pain ("middle back pain"). In (B)(6) 2017, the patient experienced anaemia ("anemia"). On an unknown date, the patient experienced pelvic pain ("pelvic pain (feel like have severe cramp)"), onychoclasis ("brittle nails"), breast tenderness ("breast tenderness"), fatigue ("fatigue"), abdominal distension ("bloating"), weight increased ("weight gain"), muscle spasms ("severe cramps"), allergy to metals ("allergic to nickel") with rash and mental disorder ("essure aggraveted any psychiatric disorder"). The patient was treated with ibuprofen, antiinflammatory/antirheumatic products and ferrous fumarate (hemocyte). Essure treatment was not changed. At the time of the report, the salpingitis, genital haemorrhage, internal haemorrhage, headache, visual impairment, peripheral swelling, anaemia, alopecia, paraesthesia, onychoclasis, breast tenderness, fatigue, abdominal distension, weight increased, muscle spasms, allergy to metals and mental disorder outcome was unknown and the pelvic pain, arthralgia and back pain had not resolved. The reporter considered abdominal distension, allergy to metals, alopecia, anaemia, arthralgia, back pain, breast tenderness, fatigue, genital haemorrhage, headache, internal haemorrhage, mental disorder, muscle spasms, onychoclasis, paraesthesia, pelvic pain, peripheral swelling, salpingitis, visual impairment and weight increased to be related to essure. The reporter commented: the cornua of the uterus were identified on both sides. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 46.7 kg/sqm. Confirmation test was done on (B)(6) 2013: result not provided. Concerning the injuries reported in this case, the following one/ones were reported via social media: severe persistent headaches; poor vision; swelling in legs and feet; excessive bleeding; internal bleeding; inflammation in fallopian tubes; hair loss; tingling in hands and arms; brittle nails; breast tenderness; rashes; fatigue; bloating; weight gain; anemia; severe cramps; allergic to nickel; knee and ankle pain, middle back pain, she did not use birth control at any time following your essure placement procedure quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-aug-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("left essure coil not seen/left coil is not in the normal position/unable to identify left coil"), salpingitis ("inflammation in fallopian tubes"), genital haemorrhage ("excessive bleeding") and internal haemorrhage ("internal bleeding") in a 36-year-old female patient who had essure (batch no. A96185) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "she did not use birth control at any time following your essure placement procedure". The patient's medical history included multigravida, parity 4, abortion, herpes simplex type ii, human papilloma virus infection, vulvovaginitis, ovarian cyst, iron deficiency anemia, uterine leiomyoma, cervical dysplasia, herpes simplex type ii, ankle operation in 2007, cervix cautery in 2007, uterine dilation and curettage (foe eab.) On (B)(6) 2012 and hematuria. Date of last menstruation (B)(6) 2013. Patient had hsg in 2013. Previously administered products included for an unreported indication: mirena, tri cyclen and nuvaring. Past adverse reactions to the above products included menstrual disorder with nuvaring. Concurrent conditions included cervical dysplasia and menorrhagia. Concomitant products included medroxyprogesterone acetate (depo provera). In (B)(6) 2013, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), internal haemorrhage (seriousness criterion medically significant), headache ("severe persistent headaches"), visual impairment ("decreased vision/ poor vision"), peripheral swelling ("swelling in legs and feet"), alopecia ("hair loss") and paraesthesia ("tingling in hands and arms"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced arthralgia ("knee and ankle pain"). In (B)(6) 2016, the patient experienced back pain ("middle back pain"). In (B)(6) 2017, the patient experienced anaemia ("anemia"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("pelvic pain (feel like have severe cramp)"), onychoclasis ("brittle nails"), breast tenderness ("breast tenderness"), fatigue ("fatigue"), abdominal distension ("bloating"), muscle spasms ("severe cramps"), allergy to metals ("allergic to nickel") with rash and mental disorder ("essure aggraveted any psychiatric disorder") and was found to have weight increased ("weight gain"). The patient was treated with antiinflammatory/antirheumatic products, ferrous fumarate (hemocyte) and ibuprofen. Essure treatment was not changed. At the time of the report, the device dislocation, salpingitis, genital haemorrhage, internal haemorrhage, headache, visual impairment, peripheral swelling, anaemia, alopecia, paraesthesia, onychoclasis, breast tenderness, fatigue, abdominal distension, weight increased, muscle spasms, allergy to metals and mental disorder outcome was unknown and the pelvic pain, arthralgia and back pain had not resolved. The reporter considered abdominal distension, allergy to metals, alopecia, anaemia, arthralgia, back pain, breast tenderness, device dislocation, fatigue, genital haemorrhage, headache, internal haemorrhage, mental disorder, muscle spasms, onychoclasis, paraesthesia, pelvic pain, peripheral swelling, salpingitis, visual impairment and weight increased to be related to essure. The reporter commented: the cornua of the uterus were identified on both sides. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 46.7 kg/sqm. Gynaecological examination - on an unknown date: without abnormal findings. Hysterosalpingogram - on an unknown date: left essure coil not seen on sonography.; on an unknown date: hsg just done and left coil is not in the normal position.; on an unknown date: hysterosalpingography was performed right tubal occlusion with essure left is out of place with some filling but no free spill see report. Pregnancy test urine - on an unknown date: negative; on an unknown date: negative. Ultrasound pelvis - on an unknown date: uterus and ovaries appear normal. Essure visualized and appears normal location; on an unknown date: uterus is heterogeneous. Endo within normal limit. Right ovary has a 3.6cm simple cyst. Left ovary is normal. Ultrasound scan vagina - on an unknown date: retroverted uterus normal, right/left essure coils visualized in satisfactory placement. Bilateral ovaries normal. No adnexal masses. Trace of free fluid seen in posterior cul de sac.; on an unknown date: trans-vaginal ultrasound: ut= 9.12x 5.75x 5.36cm endo= 17mm ro= 3.52x 2.81x 2.28cm lo= 2.97x 1.60x 1.88cm retroverted uterus is heterogeneous with approx. 3 intramural fibroids meas 1cm, right coil seen satisfactory, unable to identify left coil, ro complex cyst meas 2cm, no ff seen- jrod.. Confirmation test was done on (B)(6) 2013: result not provided. Concerning the injuries reported in this case, the following one/ones were reported via social media: severe persistent headaches; poor vision; swelling in legs and feet; excessive bleeding; internal bleeding; inflammation in fallopian tubes; hair loss; tingling in hands and arms; brittle nails; breast tenderness; rashes; fatigue; bloating; weight gain; anemia; severe cramps; allergic to nickel; knee and ankle pain, middle back pain, she did not use birth control at any time following your essure placement procedure concerning injuries reported in this case the following one/ones were described in patient medical records device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: mr received: event left essure left coil not seen/left coil is not in the normal position/unable to identify left coil added. Medical history, lab data, patient details were added. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ("inflammation in fallopian tubes"), genital haemorrhage ("excessive bleeding") and internal haemorrhage ("internal bleeding") in a 36-year-old female patient who had essure (batch no. A96185) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 4, abortion, herpes simplex type ii and human papilloma virus infection. Previously administered products included for an unreported indication: tri cyclen and nuvaring. Past adverse reactions to the above products included menstrual disorder with nuvaring. Concurrent conditions included cervical dysplasia and menorrhagia. In (B)(6) 2013, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), internal haemorrhage (seriousness criterion medically significant), headache ("severe persistent headaches"), visual impairment ("decreased vision/ poor vision"), peripheral swelling ("swelling in legs and feet"), alopecia ("hair loss") and paraesthesia ("tingling in hands and arms"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced arthralgia ("knee and ankle pain"). In (B)(6) 2016, the patient experienced back pain ("middle back pain"). In (B)(6) 2017, the patient experienced anaemia ("anemia"). On an unknown date, the patient experienced pelvic pain ("pelvic pain (feel like have severe cramp)"), onychoclasis ("brittle nails"), breast tenderness ("breast tenderness"), fatigue ("fatigue"), abdominal distension ("bloating"), weight increased ("weight gain"), muscle spasms ("severe cramps"), allergy to metals ("allergic to nickel") with rash, mental disorder ("essure aggravated any psychiatric disorder") and treatment noncompliance ("she did not use birth control at any time following your essure placement procedure"). The patient was treated with ibuprofen, antiinflammatory/antirheumatic products and ferrous fumarate (hemocyte). Essure treatment was not changed. At the time of the report, the salpingitis, genital haemorrhage, internal haemorrhage, headache, visual impairment, peripheral swelling, anaemia, alopecia, paraesthesia, onychoclasis, breast tenderness, fatigue, abdominal distension, weight increased, muscle spasms, allergy to metals, mental disorder and treatment noncompliance outcome was unknown and the pelvic pain, arthralgia and back pain had not resolved. The reporter considered abdominal distension, allergy to metals, alopecia, anaemia, arthralgia, back pain, breast tenderness, fatigue, genital haemorrhage, headache, internal haemorrhage, mental disorder, muscle spasms, onychoclasis, paraesthesia, pelvic pain, peripheral swelling, salpingitis, treatment noncompliance, visual impairment and weight increased to be related to essure. The reporter commented: the cornua of the uterus were identified on both sides. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 46.7 kg/sqm. Confirmation test was done on (B)(6) 2013: result not provided. Concerning the injuries reported in this case, the following one/ones were reported via social media: severe persistent headaches; poor vision; swelling in legs and feet; excessive bleeding; internal bleeding; inflammation in fallopian tubes; hair loss; tingling in hands and arms; brittle nails; breast tenderness; rashes; fatigue; bloating; weight gain; anemia; severe cramps; allergic to nickel; knee and ankle pain, middle back pain, she did not use birth control at any time following your essure placement procedure most recent follow-up information incorporated above includes: on 21-may-2018: medical record received. New reporter added. Concomitant disease, historical condition, lot no added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ("inflammation in fallopian tubes"), genital haemorrhage ("excessive bleeding") and internal haemorrhage ("internal bleeding") in a (B)(6) female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multiparous, parity 4 and abortion. Previously administered products included for an unreported indication: tri cyclen and nuvaring. Past adverse reactions to the above products included menstrual disorder with nuvaring. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), internal haemorrhage (seriousness criterion medically significant), headache ("severe persistent headaches"), visual impairment ("decreased vision/ poor vision"), peripheral swelling ("swelling in legs and feet"), alopecia ("hair loss") and paraesthesia ("tingling in hands and arms"). In (B)(6)2014, the patient experienced arthralgia ("knee and ankle pain"). In (B)(6)2016, the patient experienced back pain ("middle back pain"). In (B)(6) 2017, the patient experienced anaemia ("anemia"). On an unknown date, the patient experienced pelvic pain ("pelvic pain (feel like have severe cramp)"), onychoclasis ("brittle nails"), breast tenderness ("breast tenderness"), fatigue ("fatigue"), abdominal distension ("bloating"), weight increased ("weight gain"), muscle spasms ("severe cramps"), allergy to metals ("allergic to nickel") with rash, mental disorder ("essure aggraveted any psychiatric disorder") and treatment noncompliance ("she did not use birth control at any time following your essure placement procedure"). The patient was treated with ibuprofen, antiinflammatory/antirheumatic products and ferrous fumarate (hemocyte). Essure treatment was not changed. At the time of the report, the salpingitis, genital haemorrhage, internal haemorrhage, headache, visual impairment, peripheral swelling, anaemia, alopecia, paraesthesia, onychoclasis, breast tenderness, fatigue, abdominal distension, weight increased, muscle spasms, allergy to metals, mental disorder and treatment noncompliance outcome was unknown and the pelvic pain, arthralgia and back pain had not resolved. The reporter considered abdominal distension, allergy to metals, alopecia, anaemia, arthralgia, back pain, breast tenderness, fatigue, genital haemorrhage, headache, internal haemorrhage, mental disorder, muscle spasms, onychoclasis, paraesthesia, pelvic pain, peripheral swelling, salpingitis, treatment noncompliance, visual impairment and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 46.7 kg/sqm. Confirmation test was done on 15-nov-2013: result not provided. Concerning the injuries reported in this case, the following one/ones were reported via social media: severe persistent headaches; poor vision; swelling in legs and feet; excessive bleeding; internal bleeding; inflammation in fallopian tubes; hair loss; tingling in hands and arms; brittle nails; breast tenderness; rashes; fatigue; bloating; weight gain; anemia; severe cramps; allergic to nickel; knee and ankle pain, middle back pain, she did not use birth control at any time following your essure placement procedure most recent follow-up information incorporated above includes: on (B)(6): consumer¿s date of birth, product indication, medical history and events added (severe persistent headaches; poor vision; swelling in legs and feet; excessive bleeding; internal bleeding; inflammation in fallopian tubes; hair loss; tingling in hands and arms; brittle nails; breast tenderness; rashes; fatigue; bloating; weight gain; anemia; severe cramps; allergic to nickel; knee and ankle pain, middle back pain, she did not use birth control at any time following your essure placement procedure).essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma ag,(B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.